Event description:
It was reported to nova biomedical that a consumer received a result of 219 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 216 mg/dl. According to the consumer's parent, the consumer experienced a hypoglycemic event which required medical intervention. When the paramedics arrived they tested the consumer using their unknown blood glucose meter getting a result of 44 mg/dl. The consumer did not go to the hospital, the consumer's parent gave the consumer some juice and a peanut butter sandwich to raise her sugar levels. It was discovered during this call, the consumer's parent is improperly storing the equipment in the kitchen and the strips are not being left in their vials but loose in the carrying pouch. The storage and handling of equipment is against our directions for use and may compromise the integrity of the test strips. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.